Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed for the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc sensor. Customer received unspecified high sensor scan results and experienced unspecified symptoms of hypoglycemia and a loss of consciousness. Customer was transported to a hospital by emergency services and a laboratory blood glucose result of 3.9 mmol/l was obtained compared to a sensor scan result of 8.6 mmol/l. Customer was administered two injections of glucose for a diagnosis of hypoglycemia. No further treatment was indicated. The reported readings, when plotted on a parkes error grid, fell into the ¿d¿ zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc sensor. Customer received unspecified high sensor scan results and experienced unspecified symptoms of hypoglycemia and a loss of consciousness. Customer was transported to a hospital by emergency services and a laboratory blood glucose result of 3.9 mmol/l was obtained compared to a sensor scan result of 8.6 mmol/l. Customer was administered two injections of glucose for a diagnosis of hypoglycemia. No further treatment was indicated. The reported readings, when plotted on a parkes error grid, fell into the ¿d¿ zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.